Manufacturer narrative:
MFR completed the entire form. Add'l info narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
The customer reported that they had incidence of bending/breaking during procedures in the soft tissues of the pts. No adverse sequelae was reported.